Manufacturer narrative:
(B)(4). One used set was received. The set was visually inspected and noted that the spike was broken completely off at base of spike. No other visual defects were noted. The complaint was confirmed in the lab for broken. No batch review could be performed since the lot number was unknown. The root cause was undetermined.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
A customer contacted baxter's technical service center reporting that the spike was broken.the set had been in use for 120 days. There was no patient injury or medical intervention.